Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. With the limited information available we were unable to determine which of the two listed devices were explanted. Both are being reported under this MDR to avoid duplication. 179321 ascent pri lip brg lot# 685050; 179331 ascent pri lip brg lot# 624390. Additional associated products and mdrs: 179013 ascent pri inlk fmrl med lt lot# 771170, MDR: 0001825034-2021-01946. 141224 biomet cc I-beam tray lot# 712590; 141225 biomet cc I-beam tray lot# 754160, MDR: 0001825034-2021-01947. 11-150842 bmet arcom ap pat 3pst lot# 800090; 11-150842 bmet arcom ap pat 3pst lot# 741540, MDR: 0001825034-2021-01948.

Event description:
It was reported the patient underwent a left knee procedure on an unknown date. Subsequently, the patient was revised due to loosening. No additional information according to per.